Event description:
One of the resident's left a message with the area rep, asking about allergic reactions on cook's spectrum central venous catheters. When the area rep spoke with the individual, it was reported that the cvc line was placed in the pt without a problem; however, a swelling of the neck on the left side was noticed. The rep explained that he is aware of a slight chance of an allergic reaction at the site of the placement (a little swelling). The resident then asked for any literature regarding allergic reactions. Add'l info was received on 11/18/2010: this hospital has been using abrm cvc's for a few years (approx 3 years), it was a right ij placement, within 24 hours the pt had left side swelling of the neck, catheter was removed as a precaution. Pt is doing fine now but they can't confirm if it was because of the catheter removal or other interventions. The following add'l info was then received on 11/22/2010: on (B)(6) 2010, the pt had an esophageal biopsy, dilatation balloon for esophageal obstruction. On (B)(6) 2010, he had esophageal perforation, second to endoscopy. Placed an rj central line and the pt began complaining of swelling on the left side of the neck. This continued throughout the night. On (B)(6) he had to be intubated. The swelling continued. On (B)(6) 2010 the pt was transferred to another facility for higher care (not because of the swelling, but due to his needing other care due other issues).

Manufacturer narrative:
Exp unk as lot is unk. (B)(4). Manufacture date: unk as lot is unk. Event eval - still under investigation.